Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited noise. The patient presented for lead revision procedure on (B)(6) 2018 and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 10.1cm to 10.2cm from the connector pin consistent with friction to the device can.